Manufacturer narrative:
Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Physician's implant manual 9055940-001.

Event description:
It was reported that the patient could not connect her remote control with her ipg and was receiving a telemetry error message. The error message could not be resolved through troubleshooting. It was noted that the patient had undergone a wound revision procedure about a month ago and her ipg was most likely not turned off before the procedure. The surgeon mentioned that he used a plasma blade during the wound revision procedure and the procedure was due to the patient having thin skin and difficulty healing. The wound revision procedure was not device-related, but monopolar electrocautery may have affected the ipg. As a result, the patient underwent an ipg replacement procedure. The explanted device will not be returned due to hospital policy. The patient was doing well postoperatively.